Event description:
The manufacturer received an allegation stating that although the device was operating, the screen turned completely dark. A sales representative confirmed that there were no problems with operating, but the screen blacked out. The device was replaced with the same model one at the patient's home. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's lcd was replaced to address the issue.